Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04809 & 04810).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2012. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a 2 stage revision on (B)(6) 2012 and (B)(6) 2013. During stage 1, op report notes normal-appearing hip fluid and no abductor attachments to the greater trochanter. All components were removed and replaced with antibiotic spacers. During stage 2, all components were replaced with competitor components.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2012. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.